Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, and crease fold. A microscopic analysis was performed which identified: crease sharp broken on posterior, stress marks, and non-penetrating nick. Based on the device analysis the final assessment is: crease sharp broken on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported the device has been explanted.